Event description:
Procedure: liver resection. According to the reporter: the sulu was applied to the right hepatic vein. Staples held at both ends of the staple line but did not hold in the middle. The surgeon was able to quickly over-sew the staple line to control bleeding intra-operatively. The patient's hospital stay was extended due to operative complications unrelated to the right hepatic vein staple line. The patient had multiple medical issues. The patient was in ICU due to infection in one of the IV lines. The patient expired in 2009, due to infection. An autopsy was not performed.